Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. In the absence of reported part number, UDI cannot be calculated. Date of implant has been estimated. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effect of death, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
The following information was reported through a research article titled: clinical outcomes of patients with diabetes mellitus treated with absorb bioresorbable vascular scaffolds: a subanalysis of the european multicentre ghost-EU registry. This was a subanalysis from the ghost-EU (gauging coronary healing with bioresorbable scaffolding platforms in europe) multicenter retrospective registry including patients treated with absorb bvs between november 2011 and september 2014. In this study, a comparative analysis stratified according to diabetes mellitus (dm) was performed. The study noted the 1-year rate of target lesion failure (tlf) was higher among patients with dm than those without dm. Additionally, patient deaths were identified.